Event description:
The customer reported that they obtained erroneously elevated high-sensitivity troponin I (tnih) result on a patient sample vs alternate method on an atellica im 1300 analyzer. The erroneous result was reported to the physician. The sample was repeated on an alternate atellica im 1600 analyzer for troubleshooting purposes and the result was elevated. The sample was repeated on two non-siemens methods/analyzers, and lower results were obtained than the initial results. The results from non-siemens methods/analyzers were consistent with the patient¿s clinical picture and considered correct. The corrected report was issued with the result of 10.5 ng/l. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated tnih result.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously elevated high-sensitivity troponin I (tnih) result on a patient sample vs alternate method on an atellica im 1300 analyzer. Siemens reviewed the information provided by the customer and ruled out the assay issues based on the quality control (qc) recovered within the acceptable ranges and no problems were reported with other patient samples. No systemic assay or analyzer problem identified. The atellica im high sensitivity troponin I (tnih) instructions for use (IFU) states as below, interpretation of results: results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings. Limitations: values obtained with different assay methods cannot be used interchangeably. Interpretations using serial measurements should be based on results obtained with the same assay method. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. Based on the available information, siemens determined that the cause of the erroneously elevated tnih result cannot be determined. The customer is operational. A product problem was not identified. The instrument is performing according to the specifications. No further evaluation is required.